Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the auxiliary half height drawers had multiple failed cubies. A field service engineer removed back panel and reseated all board connections. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that pyxis medstation es system had drawer/cubie failure. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.